Event description:
(B)(4) report sent to depuy synthes (B)(4) on (B)(6) for synthes product was forwarded to the synthes complaint handling unit on (B)(6) 2015. Complaint handling unit received a (B)(4)report forwarded from post market surveillance dept. For (B)(4). Only additional and/or corrected information will be contained in this report. This report is against (B)(4). This report is 1 of 1 for (B)(4). Post market surveillance.

Manufacturer narrative:
Patient information not reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.